Manufacturer narrative:
Date of event: no information - asked, remains unknown. Concomitant medical products: product ID: 3889-28, lot#: va21as8, implanted: (B)(6) 2019, product type: lead. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient had the ins removed. The caller reported that the ins and 'electrode' were removed on (B)(6) 2020. The caller noted that the product was 'sent to pathology for evaluation', but was not able to provide a reason as far as why the explant took place. (B)(6) 2020 lfc (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that the reason for explant was due to the device not being effective in management of pain or incontinence. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.